Event description:
Additional information was received that a magnet test was not performed and the physician is trying to obtain consent for device replacement.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer. It was unknown when the patient was last seen in clinic. Boston scientific technical services (ts) discussed applying a magnet to see fi a response could be obtained. No adverse patient effects were reported. Available information indicates that this device remains implanted and in service.